Event description:
Electrodes 5 and 6 were not functional on display monitor. Electrodes 5, 6, 7, 8 had artifact on monitor. The signals were not accurate. The catheter was replaced and the problem resolved. No harm came to the patient.